Manufacturer narrative:
(B)(4). Unit received with a crack on the battery tube. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
The customer reported via phone call that they hospitalized and visited to emergency room due hyperglycemia on (B)(6) 2022. Customer blood glucose level at the time of incident was unknown. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.